Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. The plug was not dislodged from the exoseal vcd device after removal from the patient. Manual compression was used to stop the bleeding. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no obvious signs of device or package damage prior to use. The indicator window did not change color, and the button could not be depressed. Upon removal, the plug did not fall out of the exoseal vcd shaft, was not found partially deployed or partially out of the shaft but was found fully inside the shaft. The indicator wire was still visible when the device was removed. A 8f 11cm non-cordis short sheath was used. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the 8f non-cordis catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no access vessel tortuosity, and the target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A non-cordis black loach, unknown vascular sheath set, unknown single-curve angiographic catheter, unknown multifunctional angiographic catheter, unknown 7*40 carotid artery stent, unknown 0.014 micro guidewire, unknown microcatheter, unknown v-18 guidewire. The exoseal vcd was used in an interventional procedure using a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. The plug was not dislodged from the exoseal vcd device after removal from the patient. Manual compression was used to stop the bleeding. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no obvious signs of device or package damage prior to use. The indicator window did not change color, and the button could not be depressed. Upon removal, the plug did not fall out of the exoseal vcd shaft, was not found partially deployed or partially out of the shaft, but was found fully inside the shaft. The indicator wire was still visible when the device was removed. A 8f 11cm non-cordis short sheath was used. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the 8f non-cordis catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no access vessel tortuosity, and the target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure using a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device, 7f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The guard locking simulation could not be performed due to the unit being received with the guard already locked. Likewise, the functional deployment simulation evaluation could not be performed since the device was received fully deployed. Even though a functional analysis could not be performed, the received deployed state of the device did not show any type of abnormal condition related to any possible malfunction. A high magnification evaluation was executed to assess the device¿s internal assembly configuration. During this analysis, no abnormal conditions were observed to be reported. No obstructions or compromised conditions were observed related to the mechanism of the indicator window. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device was received fully deployed with no anomalies noted. In addition, the internal mechanism of the device showed no anomalies. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed with the window in the black/white/red state. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling.during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.